Event description:
It was reported that the patient was dissatisfied with the visual acuity outcome following the implantation of an intraocular lens. The patient did not consistently see far (far 0.6) and the surgeon said it was an adaptation problem due to the edof type. Reportedly the patient's eyesight did not improve over time. The refractive result was plano, so there was no problem during surgery, and the patient had no other underlying disease. An explant was performed to remove the lens and there was a lens replacement. The patient outcome was then far 1.0 and near j5. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: email address, state, post office or zip code: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 17, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut into three pieces. No further issues were identified. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.